Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site has a broken articulating arm to trade in. There was no patient present when this issue was identified. It was later noted that the site biomed mentions that it would not tighten up anymore.